Event description:
The white silicone started peeling off after approximately 2.5 - 3 hours of usage on a sigmoid colectomy. The operation wasn't affected, using the nose of the tip to dissect wasn't possible towards the end of the operation. No harm to the patient.

Manufacturer narrative:
One ref (B)(4) kit (tip only) was returned, decontaminated and investigated. No cord was returned, therefore no investigation could be conductedon the cord. There was an uncharacteristic gap between the heat spreader and the jaw that was observed. Peeling was observed on the damaged section of the returned tip. The complaint is consistent with a combination of the occurrence of accidental contact force and power activation for extended periods which allowed the silicone boot to separate or be peeled away from the jaw at the tip. This device is not intended for continuous use. The recommended activation cycle is stated as approximately five (5) to ten (10) seconds on, ten (10) seconds off. No additional complaints have been received for this lot number. There is no additional product with this lot number in house to examine.